Manufacturer narrative:
St. Jude medical received add'l info that a cool path catheter and agilis sheath were used during the procedure. No insertion or removal difficulties were noted with the catheter. No visual abnormalities were noted upon removal of the catheter. The physician stated that the catheter was stiff. All cool path catheters are 100% inspected in-process and at final inspection for electrical and mechanical integrity to ensure they met the specification requirements. In addition, the catheter design has been validated to meet the buckling load requirement (simulation of force required to perforate tissue) of less than 200g. The instructions for use (IFU) states that "vascular perforation is an inherent risk and that the catheter shouldn't be forced into the vessel." As the devices will not be available for investigation, it is unk whether the devices caused or contributed to the perforation. However, based on the info provided, there is no indication that the devices malfunctioned.

Event description:
During an ablation procedure, a perforation occurred. A pericardiocentesis was performed, and the pt is reportedly stable.